Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The initial submission was submitted under incorrect MFR number. The following sections are being reported: h2: type of follow up was updated. H10: narrative/data was updated. Upon reassessment of the reported event, it was determined this MDR was not filed under the current MFR number. This event will be reported on 0002023141-2021-02286.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided.

Event description:
It was reported that implant was removed due to implant fracture at tooth location 30.